Event description:
A customer contacted beckman coulter inc (bci) regarding an erroneously elevated troponin (accu tni) result generated by the access 2 instrument for one pt. A pt sample was tested for accu tni and a result of 16.0ng/ml was obtained. The result was reported out of the lab. The lab has a practice of repeating any high accu tni results over >0.1ng/ml. The sample was then retested on this instrument and received a result of 0.2ng/ml. The specimen was also tested on a different instrument and a result of 0.01ng/ml was obtained. There has been no treatment or injury due to this event that bci has been made aware of.

Manufacturer narrative:
Sample handling info has been requested from the customer, but has not been received to date. Per customer, qc was within specifications. Customer indicated that a system check run in (B) (4) 2008 met specifications; however, no data was supplied. A field service engineer (fse) was not dispatched for this event. The lab has bio med department who verified the instrument, and customer indicated that aspirate probes were replaced and no further issues have been noted. Plugged or dirty aspirate probes could contribute to elevated results due to incomplete aspiration during the washing process. However, no clear root cause has been determined for his event. A malfunction will be assumed for the purpose of this report. (B) (4).